Manufacturer narrative:
(B)(4). (B)(6). The device does not have been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Event description:
It has been reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.